Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using a neuron max 6f 088 long sheath (neuron max) and a non-penumbra intracranial support catheter. During the procedure, the physician experienced resistance while advancing the intracranial support catheter over the guidewire through the neuron max; therefore, the neuron max was removed. Upon removal of the neuron max, it was noticed that the neuron max was ovalized. The procedure was completed using a new neuron max and the same intracranial support catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the neuron max was ovalized from approximately 75.0 ¿ 82.5 cm from the hub. Conclusions: evaluation of the returned neuron max revealed an ovalization on the distal shaft. If the device is forcefully gripped or pinched during use, damage such as an ovalization may occur. During functional testing, the returned non-penumbra catheter could not be advanced through the returned neuron max due to the ovalization. The non-penumbra catheter was therefore removed from the neuron max, and then advanced through a demonstration neuron max without an issue. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.